Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was implanted in (B)(6) 2015. In (B)(6) 2015, she underwent a pocket revision. Two weeks later in (B)(6) 2015, the patient underwent an emergency explant of her complete system secondary to an infection. Local device manufacturer representatives were unaware of either surgery. It was later reported that shortly after implant, the incision would not heal and became red and inflamed. Despite multiple visits to the healthcare provider (hcp) it did not subside. In (B)(6) 2015, the patient bent down to pick something up and said a large amount of dark fluid, pus, and blood came out of the incision site. The patient went to the emergency room and was told the infected pocket ruptured. The pump was immediately removed. Diagnostics and the cause of the infection were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.